Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that sensor and the transmitter were exposed to a MRI machine. The insulin pump alarmed lost sensor. She tried to connect the sensor back but it did not regain signal. The sensor's electrode was bent. The customer experienced low and high blood glucose levels. Customer's blood glucose level was 42 mg/dl and then 50 mg/dl. She treated her low blood glucose with juice and peppermint. The customer had health issues and was stressed out. The insulin pump also alarmed bad battery and battery out limit. The device was not returned.